Event description:
It was reported that during da vinci-assisted surgical procedure, the customer contacted intuitive technical support engineer (tse) to report universal surgical manipulator (usm)4 brakes released and it swayed/moved. The tse reviewed the system logs and did not find any errors. The customer proceeded with the case as planned. The procedure was completed with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. Fse was unable to reproduce the issue and successfully performed system verification with no errors. Fse was advised by the customer that the system underwent a mid-procedure restart to reposition the patient side cart (psc). The system was tested and verified as ready for use. The complaint was not confirmed based on the field evaluation. The probable root cause cannot be determined based on the information provided and fse's field evaluation. Fse was unable to reproduce the issue and successfully performed system verification with no errors. The fse's service visit did not reveal any issues related to the customer reported event.